Event description:
The user received a questionable calcium result for one patient sample. All results are in mg/dl. The initial result was 5.4 and was reported outside the laboratory. The physician questioned the result and the sample was repeated on cobas 6000 serial number (B)(4). The repeat result was 8.8. The patient was not adversely affected. The patient was redrawn, but no results were provided from this sample. The calcium reagent lot number was 63228801. The field service representative could not find a cause and could not reproduce the issue. To verify the analyzer operation, the user ran calibration and quality control with results within their specifications.